Event description:
Loaner staff of stryker (B)(4) noticed the breakage of the insert trial after it was returend from the hospital. Update: the insert trial was broken during medical procedure. There was no adverse consequences for the patient.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusions: the reported event was confirmed. Several portions of the distal rails of the triathlon ps trial fractured. Scratches and indentations were observed on the articulating surface and distal rails.

Event description:
Loaner staff of stryker (B)(4) noticed the breakage of the insert trial after it was returned from the hospital. Update: the insert trial was broken during medical procedure. There was no adverse consequences for the patient.